Event description:
A user facility reported that the evis lucera elite gastrointestinal videoscope lens is cloudy. During a standard service inspection of the customer returned device, dirt was found inside of the suction channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, there was dirt inside the suction channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The dirt in the suction channel was unable to be identified. Also, it was confirmed that reprocessing is being carried out according to the instructions for use, the cause of clogging could not be identified. Olympus will continue to monitor field performance for this device.